Event description:
It was reported that patient had difficulty charging the ipg. It was noted also that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed and nothing will not be return due to hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7073069/5146935.